Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump power is on but the display is blank. Customer also indicated that a failed battery alarm was received. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that incorrect kind of batteries were used and advised to replace with correct batteries. The customer was advised that the battery cap would be replaced. No further information was given.